Event description:
This is a report of a colleague infusion pump with a pump head module issue, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. It is unknown if there was patient involvement. There was no patient injury or medical intervention. The software version for this device is currently not known. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "issues involvement the pump head module phm" was confirmed during product evaluation. This condition was caused by a damaged pumphead module top gasket. The pumphead module top gasket was replaced to correct the reported condition. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92.

Manufacturer narrative:
The device is reported to be available for evaluation. If the device is received or additional information becomes available, a follow-up report will be submitted. (B)(4)